Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to switch to multiple daily injections (mdi) as an interim backup therapy, and a replacement pump was arranged to be sent.